Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided and a root cause could not be determined.. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
It was reported that an infant experienced several mic-key failures and with the last 3 tubes the balloons burst within 1-2 weeks of placement. The caregiver is trying to determine what could be causing the balloon failures. The caregiver used 5 ml of water to fill the balloons; however, the patient does have a history of reflux in which she takes zantac daily. No patient injury.